Event description:
Patient spontaneously called to report that her (B)(4) pump is asking for 'set up pass code.' Pump was replaced. Product fault did not occur while in use with patient. Product issue did not cause/contribute to patient or clinical injury. Actual device is available to be returned for investigation. We did replace device. Reported to (B)(6) by: patient/caregiver. Strength: 10mg/ml. Dose or amount: 60ng/kg/min. Frequency: continuous. Route: sq. Date of use: from (B)(6) 2016 to current. Diagnosis or reason for use: pah.